Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen, and bupivacaine via an implantable pump. The patient¿s boluses were 7 per day. The indication for use was back pain with leg pain and non-malignant pain. The patient reported that they were having issues with the pump ptm (personal therapy manager). The patient stated the time between when they are given a bolus will go from 0 to 90% but then it will lag from 90% to 100% for 5 minutes and they have to 'resync' and then that takes 7 minutes. The patient stated they have had the 90% lag issue since months ago in 2025. The agent reviewed information and walked the patient through closing all apps and clearing data on the handset. The patient confirmed they were able to connect to the pump quickly. The patient will monitor the issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.